Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is for the sixth patient. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that several patients experienced post operative pain and sensitivity after cementation with prime & bond active and calibra ceram cement. The dentist claims that endodontic therapy had to be performed on several teeth. The crowns were recemented with another cement and bonding agent.

Manufacturer narrative:
Evaluation of retained product failed on the low end of the spec, meaning the product was too translucent and presents no health hazard.